Manufacturer narrative:
Symmetry surgical provided the customer with a summary in response to the reported issue with the backhaus towel clamp. The quality assurance investigation is complete with the following results: the evaluation of this instrument found that the device was used to clamp down on the radius which is beyond the intended use of the device.

Event description:
During an orthopedic procedure a towel clamp was put on the radius to clamp down and pull up on the radius while trying to get the trial head on the radial trial insert. It was at some point during this part of the procedure that the towel clamp fractured on the tip.